Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the customer discovered that the permanent cautery spatula instrument's wire was broken. There was no report of any fragments falling inside the patient. The procedure was completed with the same permanent cautery spatula instrument with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Failure analysis found the primary failure of a broken pitch cable at the distal end of the instrument to be related to the customer reported complaint. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The broken pitch cable was attributed to a component failure. A review of the logs showed the permanent cautery spatula instrument (part# 470184-13 / lot# n10211108-0108) was used on (B)(6) 2022 during this myomectomy surgical procedure with system (B)(4). The permanent cautery spatula instrument had 2 uses remaining. No image or video clip for the reported event was submitted to isi for review. This complaint is being reported due to the following conclusion: this permanent cautery spatula instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.